Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report. The outer black coating on the distal tip of the wire guide is damaged. A small section of the outer layer has detached from the wire guide. The small section is less than 1 mm in length. The second layer of the wire guide (which is orange in color) is visible under magnification at the damaged area. The wire guide coating damage only penetrated the first level of the outer coating. Because the damage to the outer coating is shallow, the inner core wire is not exposed and the damage is not detectable with the naked eye. An area 6 cm. From the distal end is also damaged. No inner core wire is exposed. On the proximal end the coating is damaged for a length of approximately 1.4 cm and the wire is exposed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because only the guide wire said to be involved was returned for evaluation. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These techniques described include flushing the wire guide holder with 30 cc of sterile water prior to removing the wire guide from the holder, flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide coating separation. If the endoscope or accessory device used with this device contains a burr, this could contribute to wire guide coating separation. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all fusion omni-time sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) the physician selected a fusion pre-loaded omni-time. Near the end of the procedure, the wire guide coating was reportedly peeling at the patient end and the user end. No section of the device detached inside the patient. The medical staff indicated they are using the fusion wire locking device to lock the wire guide properly. They also indicated they "pull it extra tight" when they are pulling the wire guide through the wire locking device. They indicated this may be causing the peeling. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.